Event description:
It was reported that the device was used during a laparoscopic gastric bypass. There ws no leakage detected intraoperatively. Post-operatively the patient had a leak at the staple line. It was repaired laparoscopically in 2002. There is no further information available.